Event description:
As reported via legal documentation the patient had a left knee replacement (B)(6) 2014. Approximately 8 years and 3 months after the initial procedure the patient had a left knee revision (B)(6) 2023. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available. Revision op report (B)(6) 2023. Diagnosis: left knee failed total knee replacement with recalled exactech polyethylene, left knee synovitis secondary to polyethylene wear, left knee minor osteolysis. There was very extensive synovitis and a very thorough synovectomy of the joint was performed. The polyethylene liner was removed. There was noted to be some wear of the liner with marked delamination medially and on the post. Next the femoral component was noted to be well fixed. There was no evidence of infection grossly although multiple specimens were sent to pathology. Attention was then turned to the tibia which was noted to be well fixed. A full debridement of the knee posteriorly was performed to remove the synovitis posteriorly. The patella was noted to be well fixed without any significant wear, but there was soft tissue and bone overgrowth. The patella was debrided and the bone overgrowth removed. The knee was once again taken through range of motion. Dressings were applied. The patient was transferred to the recovery room in stable condition.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. H6: corrected health effect, component, and investigation clinical codes.